Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection, updated field(s): d8, h2, h3, h4, h6, h11 correction to d7a ni to no correction to g2 health professional should not have been submitted based on the product inspection, olympus confirmed the cutting wire was torn, and the broken portion was scorched and melted. However, the root cause could not be identified. Therefore, the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single-use sphincterotome's wire broke during an endoscopic sphincterotomy procedure. The procedure was completed with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.